Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: particle in the packaging. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper cleaning process, qc incoming, and in-process inspections.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. This report is being submitted retrospectively per FDA request.